Manufacturer narrative:
The device was not returned for analysis. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported that the anchors on both upper and lower of a silent nite 3d sleep appliance broke off. The patient received the appliance on (B)(6) 2025 and reported on (B)(6) 2025 that the anchors of upper and lower broke off while wearing the device for the night and discontinued using appliance. No patient harm or injury reported.

Manufacturer narrative:
Additional information: d4. The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: based on the complaint description, a definitive root cause could not be established; a potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer reference: (B)(4).